Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that a patient implanted with the n-spine rod experienced 2 broken unknown screws and no intervention was required. There is no additional information available.

Manufacturer narrative:
Device was used for treatment, not diagnosis(B)(4). Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is one of one reports for compliant (B)(4).